Event description:
It was reported that a hair was observed in the transducer before use.

Manufacturer narrative:
Product was received in sealed original package. A hair like particulate, about 1.3" long was found inside the package. Device contaminated, packaging.